Manufacturer narrative:
H6. Investigation codes: updated. Investigation summary: the samples returned consists of two (2) for p/n: 60pfss45 and l/n unknown, returned samples were received used, in a plastic bag. During the evaluation of the samples the following was identified: sample 1: the eyelet of the flange is broken. Sample 2: the eyelet of the flange has a cut, but it does not break completely. Damage to the flange eyelet is confirmed in both samples. Conclusion: failure mode reported: ¿a0205 - eyelet issue¿ was confirmed. CAPA-0007682 was opened on 08/mar/2023 for bivona tracheostomy tube to address a full root cause investigation for damaged flange/neck strap issues, CAPA has been completed. The probable cause is due to an error during manufacturing in tijuana site. A device history record could not be completed as no lot number was received.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device tore at the trach tube flange eyelet. The patient had to use an alternate trach tube. There was patient involvement, and no patient harm/adverse event reported.